Event description:
The UK clinical team received a message from a user via social media, where the clinic reported that the implant's screws had come loose and the device had moved. At explantation both screws appeared to still be fixed properly and removed successfully. It was reported that there was no observable change in the coil position. The user has been re-implanted.

Manufacturer narrative:
Based on measurements performed on the device whilst explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. Reportedly during explantation surgery both screws were found fixed and in indented position. Based on the device investigation and the clinic report the reason for the reduced benefit for the recipient seems to be non-device related. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The UK clinical team received a message from a user via social media, where the clinic reported that the implant's screws had come loose and the device had moved. When checking on the clinic's information it was noted that the surgeon had reported a possible explant as well for the same user.